Event description:
Customer reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 146 mg/dl within 10 minutes on the aviva system. Also reported results of "250's" and "120's" within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.